Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope's sleeve of the cable was cracking and that pieces had fallen off of it. The issue occurred during an unspecified event. There were no reports of patient harm.

Event description:
It was reported the rigid video scope's sleeve of the cable was cracking and that pieces had fallen off of it. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Corrected fields: b5, d5, h6 and h8. Updated fields: d2a, e1, g2, g3, h2, h3, h4, h6, h10, and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found the outer tube damaged and light guide bundle of the video cable section broken. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: the protector of the video cable section was cut. The most probable cause of the complaint was traced to a component failure, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.